Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 357 mg/dl at the time of incident and other blood glucose value was 459 mg/dl, 456 mg/dl and 370 mg/dl. The customer was bolus with injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer also stated that reservoir had air bubbles and size of air bubbles was champagne size. Customer declined to troubleshoot for air bubbles and bent cannula. The device will not be returned for analysis.